Event description:
A nurse contacted baxter (B)(4) to report a precipitate was noted in the pre and post dilution lines and degassing chamber 64.5 hours into patient therapy. As a result treatment was discontinued. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The reported problem of precipitate was confirmed. Five sample vials were returned. Four vials contained between 10-20 ml of solution. The fifth vial contained approximately 5ml of solution. The solution appears to be clear in all vials. A sample of tubing was also returned. This tubing sample contained precipitate. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.